Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Associated mdrs: 1018233-2013-01629 and 1018233-2013-01631.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative fever, chills, hemoglobin decreased postoperatively, fatigued, loss of appetite, high white blood cell count, low blood pressure, mild atherosclerotic change, bloody vaginal drainage, exposed mesh, feels mesh (foreign body sensation), anterior mesh erosion, erosion of the vaginal mucosa, eroded vaginal mesh in the posterior vaginal wall abutting the cervix (foreign body in patient), blood loss, mesh folded over itself, bulge from the vagina, uterine prolapse, pelvic discomfort, difficulty with intercourse, urgency, incomplete emptying of bladder, cervix at the introitus, extends beyond the introitus with valsalva, prolapse, palpable and tender mesh, nabothian cysts, attenuated perineum, failure of mesh repair (failure of implant), tenderness and required nonsurgical and additional surgical interventions.